Event description:
It was reported that the pt experienced difficulty swallowing, and constipation which began in 2008. It was speculated that there may be a possible "defect" or dislodgement of the catheter. The eval was on-going at the time of this report.

Manufacturer narrative:
Results code: used for the catheter.